Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 04.038.005s, lot: l357843. Manufacturing site: (B)(4). Release to warehouse date: april 6, 2017. Expiration date: march 1, 2027 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation (orif) surgery for femoral trochanteric fractures by using the tfna system. During the surgery, the surgeon could not insert the end cap (5mm) to the nail. Then, he tried to insert the end cap (0mm) instead of the end cap (5mm), but the insertion stopped on the way. He inserted the end cap and closed an incision. The surgery was completed with a less-than-30-minute delay. The surgeon comments that inserting angle for the end cap (5mm) was likely incorrect, but the end cap (0mm) was inserted on the way but it was not successfully inserted. No further information is available. This report is for one (1) ti end cap for tfna 5mm extn - sterile. This is report 2 of 3 for (B)(4).